Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis for coronary procedure. The procedure was delayed by 30 minutes and completed by restarting the system. It was reported to philips that the geometry movements were unavailable. Review of the log files shows multiple geometry related issues. Upon troubleshooting, the philips field service engineer (fse) visited onsite, visually checked and found that there was no spontaneous geometry restart. The fse checked the system error log and found geometry of the whole system was down. To resolve the issue, fse disconnected system from hospital mains and reinstalled the suite pc. After repairs, the system returned to use in good working order. The same issue reoccurred after a few days, where fse replaced amc (advanced motion controller) ecat drive to resolve the issue. The codes were updated based on the investigation outcome.